Event description:
According to the reporter: procedure: unk. During use, the tip of the device produced shavings and fell into pt's cavity. No delay in or time was reported.

Manufacturer narrative:
(B) (4).